Manufacturer narrative:
Investigation results: the failure mode was observed in the returned sample. The batch history records were reviewed no related abnormalities were found. The customer reported that the catheter performed normally for the first four days and failed on the fifth. The pinch clamp test was run 64 times, but the defect could not be replicated. Because the failure mode could not be replicated in the lab the root cause could not be determined. Bd will continue to track and trend.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima-ii¿ closed IV catheter system on the sixth day of infusion, the patient told the nurse the e-tubing was broken. No abnormality was found during the initial puncture and previous five days. No report of blood exposure to mucous membranes. There was no report of injury or medical intervention.